Event description:
Manufacturer ref: (B)(4). It was reported on (B)(6) 2022: charger sn# (B)(4) was plugged in at patient's house and started to smoke and then started to melt. The individual reporting the incident did not provide any additional details on how or when the incident occurred. Await follow up information.

Manufacturer narrative:
Manufacturer's ref#: (B)(4). A device history record review have been completed. No deviation or changes were found during manufacturing of the device. Investigation of trended case: the connector is broken, probably because the user has (not intentionally) misused it, while inserting the cable. If the cable has been slightly out of specification that could have had a negative effect on this. This has caused a low ohmic connection in the cable connector - almost a short circuit - that will emit heat when the cable is inserted into the wall charger, causing up to the rated 5 w of the wall charger to be dissipated inside the connector. Micro usb is a very well known and used standard but can mechanically break down. The clinical investigation concluded: from the previous investigations it is concluded that the high temperatures are limited to places difficult to touch, such as the back of the charger. Clinical conclusion on the case is that, even though unpleasant, risk of high temperature and burn are mitigated by extensive safety testing according to standards according to master risk list. It is evaluated unlikely that the device in failure mode would cause harm, if the event was to reoccur, because of the unlikely event of contacting the difficult to touch location. Risk register reference: the residual risk after the risk control measure(s) is acceptable. No new hazardous situations revealed and no need to update the risk register based on the current information the case is considered reportable as the malfunction did lead to, or might have led to, death or a serious injury if it recurred. Awaits follow up information, a final report will be submitted upon completion.

Manufacturer narrative:
Manufacturer's ref# (B)(4). A device history record review have been completed. No deviation or changes were found during manufacturing of the device. Investigation of trended case: the connector is broken, probably because the user has (not intentionally) misused it, while inserting the cable. If the cable has been slightly out of specification that could have had a negative effect on this. This has caused a low ohmic connection in the cable connector - almost a short circuit - that will emit heat when the cable is inserted into the wall charger, causing up to the rated 5 w of the wall charger to be dissipated inside the connector. Micro usb is a very well known and used standard but can mechanically break down. The clinical investigation concluded: from the previous investigations it is concluded that the high temperatures are limited to places difficult to touch, such as the back of the charger. Clinical conclusion on the case is that, even though unpleasant, risk of high temperature and burn are mitigated by extensive safety testing according to standards according to master risk list. It is evaluated unlikely that the device in failure mode would cause harm, if the event was to reoccur, because of the unlikely event of contacting the difficult to touch location. Risk register reference: the residual risk after the risk control measure(s) is acceptable. No new hazardous situations revealed and no need to update the risk register based on the information the case is considered reportable as the malfunction did lead to, or might have led to, death or a serious injury if it recurred. This is a final report. No further information expected.

Event description:
Manufacturer ref: (B)(4). It was reported on 14th oct 2022: charger sn#(B)(6) was plugged in at patient's house and started to smoke and then started to melt. The individual reporting the incident did not provide any additional details on how or when the incident occurred. On follow up, it has reported: date of incident-(B)(6) 2022. No harm to patient. Male patient . Date of purchase- (B)(6) 2019 device is covered by warranty, and it is 3 years old a replacement has been sent. Original charger was used. This is a final report. No further information is expected.